Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that the drill bit was vibrating. No further information was provided.

Event description:
It was reported that the drill bit was vibrating. No further information was provided.

Manufacturer narrative:
The quality investigation is complete. H3 other text : device not returned.